Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in sweden. It was reported that patient faced 4 infusion set lin was damaged on (B)(6) 2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.